Event description:
It was reported that the right ventricular lead was fractured. Oversensing, noise, varying resistance/impedance, t-wave oversensing, and high resistance/impedance of the lead were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert on (B)(6) 2011 15:50:51. 28 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2011 15:19:39 and (B)(6) 2011 11:48:03. Ventricular short interval count v-sic=293 counts, in 0.92 day, between (B)(6) 2011 16:19:43 and (B)(6) 2011 13:27:30.